Manufacturer narrative:
Where the lot number was received for the device, the device history records were reviewed and found to be conforming. X-rays and surgical reports have been received and the information will be included within the final report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported by surgeon during clinical study that a patient underwent bilateral total hip replacement on (B)(6) 2015. Received fitmore stem in the right hip and cls spotorno stem in the left one, trilogy cup on both sides. Very early deep periprosthetic joint infection and extraction of all implants on (B)(6) 2015. Cls spotorno stem is treated in (B)(4). Review of received data: two x-rays were provided and the reviewed. On (B)(6) 2015: x-ray (pelvic view). Slightly over-radiating, no particular abnormalities on both hip endoprostheses or in the periprosthetic bone regions. On the right, additional cerclage above the trochanter minor. Cup inclination angle (measured by hand) right about 43 °, left about 36 °. On (B)(6) 2015: x-ray (pelvic view) compared to the x-ray dated (B)(6) 2015 the bony structures are more transparent. Comparatively nearly unchanged rotational positions of both hips, no particular abnormalities on both hip endoprostheses or in the periprosthetic bone regions. The cup inclination angle on both sides is unchanged. Surgical report. On (B)(6) 2015: hip-tp on both sides without cement, right fitmore stem / trilogy cup, left cls stem / trilogy cup. Intraoperative on the right side a fissure detected proximal femur, handled with 2 cerclage perioperative antibiotic treatment. On (B)(6) 2015: emergency treatment with increasing pain in the area of the right hip. A few days before, a fistula had opened at the right hip, detection of cefotaxime-sensitive enterobacter cloacae. On (B)(6) 2015 a skin erythema on the left side was visible. Of a widened hauterythems on the left hip with larger amount of pus. Revision surgery of both hips was performed (girdlestone), first right. On (B)(6) 2015: (right) intraoperative detached approach of the muscle glutaeus medius, subcutaneous necrotic tissue was detected. After removal of the stem and cerclage, no evidence of pus in the femur. After removal of the trilogy cup no detection of pus with good bone bearing. Rinse and insert of septopal 80g in acetabulum. (Left) subcutaneous pus, a fistula extends to the prosthesis, detached approach of the muscle glutaeus medius, subcutaneous necrotic tissue was detected. After removing the stem, pasty tissue appears on the femur, suspicious of infection. Six cultures are taken from the femur, and septopal 160g is placed in the femur. After removing of the trilogy cup, no pus and a good bone bearing is seen. After the infection is healed new endoprostheses will be implanted. This is in about 6-7 weeks. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: during the implantation of a cement-free hip endoprosthesis on both sides (right fitmore / trilogy, left cls / trilogy) on (B)(6) 2015, two cerclages above the trochanter minor had to be inserted to the right proximal femur due to an intraoperative fissure. On the second postoperative day the patient had pain. An open fistula was detected on the right hip with a microbiological detection of enterobacter cloacae. Emergency treatment on (B)(6) 2016 with puncture of larger amount of pus on the left hip. One day before an erythema on the left hip was seen. On (B)(6) 2015 removal of both endoprosthesis. Insertion of septopal. There is only an evidence of pus for the left side. Enterobacter cloacae is a bacterium belonging to the family of enterobacteria, which occurs in human intestinal flora and causes infections in humans with a weakened immune system, for example after surgery. The enterobacter cloacae can occurs in hospitals, for example on blood products, stethoscopes, endoscopes, intravenous fluids, distilled water and from the hands of the nursing staff, if unclean work is done. The transmission is mainly via direct or indirect contact with contaminated persons or objects. The best precaution to prevent infection by this bacterium is cleanliness. The sterilization certificate of the devices was reviewed. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. However, all possible causes related to the issues reported are listed in dfmea of the devices. Conclusion summary: during the implantation of a cement-free hip endoprosthesis on both sides (right fitmore / trilogy, left cls / trilogy) on (B)(6) 2015, two cerclages above the trochanter minor had to be inserted to the right proximal femur due to an intraoperative fissure. On the second postoperative day the patient had pain. An open fistula was detected on the right hip with a microbiological detection of enterobacter cloacae. Emergency treatment on (B)(6) 2016 with puncture of larger amount of pus on the left hip. One day before an erythema on the left hip was seen. On (B)(6) 2015 removal of both endoprosthesis. Insertion of septopal. There is only an evidence of pus for the left side. Enterobacter cloacae is a bacterium belonging to the family of enterobacteria, which occurs in human intestinal flora and causes infections in humans with a weakened immune system, for example after surgery. The enterobacter cloacae can occurs in hospitals, for example on blood products, stethoscopes, endoscopes, intravenous fluids, distilled water and from the hands of the nursing staff, if unclean work is done. The transmission is mainly via direct or indirect contact with contaminated persons or objects. The best precaution to prevent infection by this bacterium is cleanliness. Furthermore, the sterilization certificate of the devices was reviewed. No deviation was found. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: this is a split case with zimmer inc. (B)(4) which was reported under (B)(4). Additional information was requested on january 18, 2016. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported by surgeon during clinical study that a patient underwent bilateral total hip replacement. The patient was implanted a fitmore, hip stem, uncemented, b/7, taper 12/14 on the right side on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to very early deep periprosthetic joint infection.